Event description:
Pt used device because of low back pain. Family member purchased device for pt. Box says it gives heat for 7 hrs. At 11:30a pt put the device on. It was on until 6:30p and it burned the pt. A blister formed. Neosporin was applied but it did not help. A dr saw pt and diagnosed 2nd and 3rd degree burns. MFR was notified. Rptr says box has no warning about possible burns.